Event description:
Info received from the homecare provider is as follows. Homecare provider received a letter from an attorney stating that the pt passed away in 2004. Per the homecare provider the actual cause of death is not known at this time and there was no specific allegation listed in the letter. The attorney has possession of the device and there is a claim of whether the devices were functioning properly. The synchrony is intended to provide non invasive ventilation in pts for the treatment of respiratory insufficiency (a condition in which the pt can continue without ventilation for some period, such as overnight) or obstructive sleep apnea.